Event description:
It was reported via medwatch mw5154551 that balloon and vessel rupture occurred. The target lesion was located in the external iliac artery. A 10.0 x 80, 135cm mustang balloon was advanced for post-dilation. During the procedure, it was noted that the balloon ruptured. Consequently, a vessel rupture occurred at the same time and location of the balloon rupture. The patient was hospitalized.